Event description:
Elderly patient with left distal radial fracture with ulna fracture was receiving IV fluids via baxter infusion pump. At 20:41, patient was noted to have swelling to right hand IV site with obstruction of flow of IV fluids and baxter pump did not alarm. IV was removed from this site and patient was started on warm soaks. Bio-medical engineering was notified, the baxter pump was removed from service, alarm malfunction was suspected and the unit is presently awaiting evaluation by baxter representative.